Event description:
Customer reported instance of their thinprep 2000 processor producting errors (se 90, 43, 53 and 75). The instrument will suck up and then dump the sample fluid into the waste bottle but not make a slide. The field svc engineer confirmed; but was unable to reproduce the error. Replaced parts per technical documentation to resolve the error. Performed all required setups per technical documentation. Ran pneumatic test and processed blank sample to confirm operation. Instrument operational. Us: this is a reportable event since the pt needed to be recalled for additional sample collection, which resulted in a delay in pt diagnosis.